Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported an extracapsular rupture of the left side device discovered during explant surgery. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, underweight and broken shell. A visual and microscopic analysis was performed which identified, striated opening on anterior, sharp broken on posterior assessed, as a surgical impact opening, for the stress mark in the shell and non-penetrating nick. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a striated opening on anterior assessed ,as surgical damage. Missing shell assessed, as inconclusive. A sharp broken on posterior assessed, as a surgical impact opening.

Event description:
Healthcare professional reported, an extra capsular rupture of the left side device. Discovered, during explant surgery. Device has been explanted and replaced.